Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, false episodes of undersensing was observed. Upon review of the session records, undersensing was confirmed. It was suspected that this may be due to the conditions of the pocket. No intervention was will be performed until further episodes are observed. Patient was stable and will continue to be monitored.